Event description:
During a percutaneous endoscopic gastrostomy, a 0.5-1.0 inch incision was made in the stomach to facilitate tube placement. The initial report indicated scar tissue was present at the stoma site. When the tube was pulled through the stoma site, some resistance was encountered and the tube broke at the base of the tulip component. The tulip tip detached into the patient's stomach. The detached portion was retrieved with a snare. No patient injury was reported.